Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a moderately calcified, mildly tortuous lesion with 80% stenosis in the proximal lad. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used. It is reported that stent deformation occurred in vivo during positioning. The physician did not complete the procedure. No patient injury is reported.